Manufacturer narrative:
A product sample was received for evaluation. The sample received was physically inspected. The balloon was inflated with 10ml as per requirement and a balloon leak was confirmed. The catheter was inspected under dinolite camera, and a pinhole was found at the balloon edge area. This pinhole was caused by the weak balloon edge due to the low sdt value for reinforcement latex layer. 100% inspection for balloon was performed for all catheters, however this 100% inspection used air inflation method not water inflation method. The pressure exerted by air was different than water. Thus, this defect could not be detected during 100% inspection. This lot was manufactured as per defined device master record. All acceptance criteria met, and this lot was released meeting all the acceptance criteria. The pinhole was caused by a weak balloon edge. This weak balloon edge was due to the low sdt value of reinforcement latex. No corrective/preventative actions (CAPA) will be escalated since the reported issue falls under a risk that was not a new hazard identified and reduced occurrence for latex urinary catheters. A quality alert will be issued for this type of complaint and to emphasize the importance to monitor the sdt value for the latex. Section e1: the initial reporter address has been updated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: there was an a hole in the urinary tube balloon therefore it was not possible to inflate the balloon. Per additional information received on 11/21/23, the hole was at the level of the balloon.